Event description:
Event description guidant received information that the lead safety switch had tripped for this implantable atrial lead; the lead was in unipolar mode. However, it is unknown if the lead had a high or low impedance to cause the safety switch. The impedance measurement was 580 ohms at the clinic visit.